Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that a connection failure of the harness which connected to the printed circuit board subassembly and the harness which connected to the system service division unit led to a camera cable unit failure, then e117 was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit exhibited an error code 117. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event.